Manufacturer narrative:
The philips bench technician determined that the speaker assembly is defective and needed to be replaced. The device was returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. It is unknown if the device was in use at time of event, there was no adverse event reported.